Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. Further troubleshooting could not be performed due to poor telemetry. The device was explanted and replaced on (B)(6) 2015. No further information could be obtained.